Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer the pedicle feeler snapped during a case. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer the pedicle feeler snapped during a case. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.